Manufacturer narrative:
The reported event of inappropriate magnet response was confirmed. The reported event of pacing issue was not confirmed. The device was received with no telemetry communication and normal output. Magnet test was performed indicated no magnet response. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, indicating normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
New information notes that on (B)(6) 2023 the device was explanted. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device was av pacing at a rate of 95ppm with an av delay of 120ms, when the device was programmed the vvi 30. Patient was reported to have shortness of breath. It was suspected this was a magnet reversion the magnet was programmed to response to off. There were no magnets nearby to confirm. It was also noticed that the device was pacing at the magnet rate as well. Device remains implanted. Patient was stable.